Event description:
A user facility reported that a pt who was anesthetized but breathing spontaneously began hyperventilating with a respiratory rate between 40-50 and end-tidal carbon dioxide level between 50-70. After about 30 minutes, the crna noted that the serial number label was loose within the airway tube and was allowing free inspiration of air, but limiting expiration. The lma was removed and the case was finished with a face mask. When lma was removed the pt's respiratory rate dropped. There was no injury to the pt and there is no evidence that the pt would have suffered any adverse outcome if this condition persisted until the end of the case. The user facility has been requested to return the lma for eval.

Event description:
The user facility has returned the lma for eval.